Manufacturer narrative:
No returns were available for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. The certificate of analysis for calcium reagent lot 36256un16 was reviewed and no issues were identified. The reagent passed all final release specifications. The calcium reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. Based on the available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that an elevated calcium result of 5.09 mmol/l was generated on the architect c16000 analyzer. The sample was repeated and a result of 2.22 mmol/l was generated. There was no report of impact to patient management.